Event description:
Average rate was too low.

Manufacturer narrative:
Device evaluation results: this incident was identified during an audit of the service notification database, and has been added to the complaint tracking system. As this incident was originally processed through the service dept., the operations log is not available for review. B. Braun completed an evaluation of this pump per the procedure for pump returns, and the reported failure could not be reproduced. However, the door frame and foot stand were found to be broken, so both were replaced. The pump was tested per the routine repair testing requirements. As part of the routine testing requirements, the pump was tested for rate accuracy three times. In each test, a volume of 25 ml was delivered at a rate of 125 ml/hr, with the time specifications of 11:09 min - 12:18 min. All three tests passed with results of 11:42, 11:26 and 11:31. The pump met all final inspection criteria. The facility reported no patient injury related to this complaint. The pump was returned to the customer in october 2009. Serial number history has shown that, as of may 2011, this pump has not been involved in any further complaints.